Event description:
Reporter alleged obtaining discrepant blood glucose of 480 mg/dl back to back with a result of 96 mg/dl when testing was performed less than 10 mins apart on the active s system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he called his doctor, due to the high reading, and was advised not to take any action due to the difference in the results. No other actions were reported taken, or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.